Event description:
The patient presented to ER five days post procedure with shortness of breath, palpitations and found to be in atrial flutter with rapid ventricular rate. Amiodarone given for rate control and discharge is planned for (B)(6) 2023.

Event description:
Upon review of the file it was determined this is a duplicate of (B)(4) / MDR-2023-32381.

Manufacturer narrative:
Upon review of the file it was determined this is a duplicate of (B)(4) / MDR-2023-32381.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported arrhythmia remains unknown.